Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was drug leakage found on the barrel of a bd emerald¿ 3ml luer slip syringe with needle during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer was able to verify the evidence of crack in barrel. Out of 78 returned sample, one sample showed evidence of a crack in barrel. A test was performed by intentionally generating crack on barrel similar to the return sample on twelve samples. These along with the one defective complaint sample were put in barrel feeder on assembly machine to check the integrity of leak detection system at main assembly dial. All 13 samples were rejected on the machine. Also, during in process quality checks no such defect were observed. A stock check was performed on reported lot and samples found in good condition. The device history record was reviewed for the product test and found within specification limit and no discrepancy reported. The team inspected the return samples and confirmed a crack on the barrel which shows an impact force had acted on the barrel which causes damage. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in machine. The assembly machine has an online leak detection system which was found working in place. Conclusion: there is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress / pressure on barrel and resulting in crack on syringe. The defect rate is very low as this is the only case. However, bd team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified. Based on severity and occurrence, it was determined that no corrective action is required.